Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the plunger was difficult to remove from the reservoir. Customer's blood glucose was over 600 mg/dl. Customer was very sick. Customer declined troubleshooting on the device. Customer will not be returning the device for analysis.